Event description:
It was reported that patient presented for scheduled procedure. Prior to procedure, it was noted that atrial lead exhibited noise and myopotential oversensing. The lead was explanted and replaced with new lead. Patient condition as stable.